Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high in comparison to her feelings or normal results. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 08:00am she obtained a result of ¿hi¿ on the subject meter. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and claimed that she made no changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that at an unspecified time she developed symptoms of ¿dizziness, sweating and severe headache¿ and that at after 08:30am on (B)(6) 2015 she self-treated herself with 14 units of novolog insulin. During troubleshooting the customer care advocate (cca) noted that the patient did not have control solution available to perform a control test and it was unknown if the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious injury after the meter inaccuracy.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.